Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible that this event (perforated of the patient's sigmoid colon) was a complication due to the resection of the affected tissue. However, since the device was not returned for an evaluation, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warnings and cautions: never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination. Never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Patient injury, bleeding, and/or perforation may result. Never perform flexibility adjustment, operate the bending section, feed air or perform suction, insert or withdraw the endoscope¿s insertion section, or use endotherapy accessories without viewing the endoscopic image or while the endoscopic image is frozen. Patient injury, bleeding, and/or perforation may result. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation. When using the electronic zoom function of the video system center, never insert or withdraw the endoscope¿s insertion section or use endotherapy accessories while the image is magnified. Patient injury, bleeding, and/or perforation can result. The endoscope position detecting unit (upd-3) is designed only to assist the insertion of an endoscope. Never insert the endoscope into the patient¿s body by observing only the endoscope position display on the endoscope position detecting unit. Be sure to observe the endoscopic image and insert the endoscope while confirming the safety. If the endoscope is inserted without observing the endoscopic image, patient injury, bleeding, and/or perforation can result. Be sure to check that the passive bending section bends smoothly by touching it with your hands before inserting the endoscope into the patient. If any irregularity is observed on the distal end motion of the endoscope, immediately stop using the endoscope and withdraw it from the patient. Patient injury, bleeding, and/or perforation may result. During endoscopic treatment, keep the insertion section and the bending section as straight as possible. If there is a loop or a bend on the insertion section or the bending section, the operation cannot be performed as intended, and patient injury, bleeding, and/or perforation can result.¿ ¿examples of inappropriate handling: over-insufflating the lumen may cause patient pain, injury, bleeding, and/or perforation. Applying suction with the distal end in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. Inserting, withdrawing, and using endotherapy accessories without a clear endoscopic image may cause patient injury, burns, bleeding, and/or perforation.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus that the evis lucera elite colonovideoscope perforated the patient's sigmoid colon after the endoscopist inserted the scope during an endoscopic mucosal resection and colonoscopy. The procedure was unable to be completed, and an emergency operation, "probably" laparotomy, was done. A stoma was created, which the patient will reportedly have for two to three weeks. Additional information was requested but no further information could be given by the customer at this time.